Event description:
It was reported that the device could not be interrogated and did not respond to the magnet test. It was also reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead, (B)(6) 2006. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).